Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed based on photographs method & results: product evaluation and results: visual inspection: the reported device was not returned however explanted photographs were provided for review. The photographs noted the biological material and there is evidence of the stem being fractured. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed based on photographs. The photographs noted the biological material and there is evidence of the stem being fractured. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by sales representative that hospital called for case booking, to schedule a revision surgery on (B)(6) 2021. Primary revision surgery was done a couple of years ago. Information such as part number and lot number and other information will be provided after the revision surgery on (B)(6) 2021. Update 30 june 2021: sales reps informed that the revision surgery is re-scheduled to (B)(6) 2021. Reason for revision is due to peri prosthetic facture of femoral stem. Primary surgery completed in year 2016. Hospital does not allowed access to patient¿s medical details due to the pdpa and hospital¿s policies. Update 5 july 2021: revision surgery completed on (B)(6) 2021. Explanted implants: part number : 1) 6260-9-332 cocr metal head 32mm+8, 2) 0580-1-300 exeter v40 30mm stem, revision surgery completed successfully with no delay.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by sales representative that hospital called for case booking, to schedule a revision surgery on (B)(6) 2021. Primary revision surgery was done a couple of years ago. Information such as part number and lot number and other information will be provided after the revision surgery on (B)(6) 2021. Update 30 june 2021: sales reps informed that the revision surgery is re-scheduled to (B)(6) 2021. Reason for revision is due to peri prosthetic fracture of femoral stem. Primary surgery completed in year 2016. Hospital does not allowed access to patient¿s medical details due to the pdpa and hospital¿s policies. Update 5 july 2021: revision surgery completed on (B)(6) 2021. Explanted implants: part number : 1) 6260-9-332 cocr metal head 32mm+8, 2) 0580-1-300 exeter v40 30mm stem, revision surgery completed successfully with no delay.